Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block e1: initial reporter email. Block b1: adverse event and product problem.

Event description:
It was reported the patient had a tined lead revision a year ago due to trauma to the area causing migration. Afterwards, the patient stated it helped for two to three months post-revision, but now the patient is not seeing symptom relief at all. There have been many attempts at reprogramming but with no success. An x-ray was ordered to take a look at the current lead placement and determine if the patient will need another lead revision. The patient had their concerns resolved with re-programming. This report captures the lead revision procedure the patient had a year ago.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had a tined lead revision a year ago due to trauma to the area causing migration. Afterwards, the patient stated it helped for two to three months post-revision, but now the patient is not seeing symptom relief at all. There have been many attempts at reprogramming but with no success. An x-ray was ordered to take a look at the current lead placement and determine if the patient will need another lead revision. The patient had their concerns resolved with re-programming. This report captures the lead revision procedure the patient had a year ago.